Event description:
Revision surgery - due to the patient presented with pain.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d2, d4 expiration date, d10, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2024-01391; 347-08-703, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.